Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, using the surgeons preferred device the white teflon liner of the instrument tip became detached during use while inside the patients abdomen. The tip was immediately retrieved (one intact piece) by the surgeon. The second handpiece opened and the white liner became loose but did not detach while in use by the surgeon. There was no patient consequence reported.